Event description:
It was reported that impedances were greater than 4000 ohms on all unipolar pairs. Default test values were increased and the test was re-run. The reporter stated that they found three viable electrode options for programming. It was reported that the lead was tight and didn't "pull out of the bore." It was unclear what this referred to. The reporter stated that when the device was tested with the patient there was no response, and the doctor didn't want to continue with the implantable neurostimulator (ins) that was being used. The lead was tested with the "box" and got a good response. The "box" may refer to a lead testing cable. A second ins was attached and impedances were good. Three days later, it was reported that after surgery the patient was doing well. Two days later, it was reported that the patient met with the manufacturer representative and was doing "wonderful." Three days later it was reported that the patient was doing "awesome." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy209496h) showed ins setscrew backed out too far. No significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va03qvr, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).